Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device etco2 is not working. The device was in use, however there was no adverse event.